Manufacturer narrative:
Ge healthcare technician performed a checkout of the unit and noted a defective motor turbine. The motor turbine was recommend for replacement.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during preventative maintenance, the unit restarted over and over again upon bootup. There was no reported patient involvement.